Manufacturer narrative:
(B)(4). During a follow up with the nurse regarding the air in line and the alarm, it was revealed that the home patient (hp) was seen in the clinic and that hp is doing great. Per nurse, hp is continuing therapy without issues. The nurse stated that hp had not reported to her of air in line. Per nurse, no allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm and was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore a batch review was not performed. The patient stated that there is air in the patient line. From the data within the complaint information, the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's (B)(4) regarding a check patient line alarm during initial drain on the homechoice (hc). During troubleshooting of the alarm, the home patient (hp) reported there was air in patient line. The technical service representative (tsr) advised hp would need to start over with new supplies. Tsr assisted hp with ending the therapy. Cause of the alarm was undetermined. There was patient involvement but no patient injury or medical intervention reported.